Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose, dka, and also had low blood glucose on (B)(6) 2018 with blood glucose of 30 to 375 mg/dl at the time of the incident. The customer was at 500 mg/dl at the time of the call. The customer used the pump and manual injections for the high and was given intravenous fluids to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported kinked infusion sets and a high blood glucose event on (B)(6) 2018. The insulin pump will not be returned for analysis. Frn-mmt-326-reservoir.